Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient with this fogarty catheter, the tip was detached when the user was removing the catheter with the inflated balloon. To retrieve the detached tip another catheter was used. The new catheter pulled out some of the clot and debris however the material was suctioned prior to tip location and therefore it was unable to be confirmed whether the tip was successfully retrieved. Later in follow-up was confirmed the tip was successfully removed. Patient demographics were requested but unable to be obtained. There was no allegation of patient injury. Follow up has started for device return.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The reported event was confirmed. As received, balloon latex was pulled out from under proximal windings and balloon latex had inverted over the distal windings. After pulling the balloon back to proximal side, straight edge on the proximal end of balloon latex suggested the balloon latex was intact. Proximal winding was removed, no balloon material was noticed. Spring tip was found to be bent and stretched. No other visible damage was observed from catheter. Upon further review and follow up with customer, component and device codes were updated in order to better reflect the nature of the finding. In addition, event description was updated as follows: "as reported, when removing this fogarty catheter from inside the patient with the balloon inflated, the balloon burst. To retrieve the detached balloon another catheter was used. The new catheter pulled out some of the clot and debris however the material was suctioned prior to balloon location and therefore it was unable to be confirmed whether the tip was successfully retrieved. Later in follow-up was confirmed the balloon was successfully removed. Patient demographics were requested but unable to be obtained. There was no allegation of patient injury. The device was available for evaluation." The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.